Manufacturer narrative:
Retractable head section assembly.

Event description:
It was reported by service report that the cot had a broken load wheel assembly. No pt involvement or adverse consequences are reported.